Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and unrecoverable. The field service engineer confirmed that the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis medstation system the drawer was failed. The customer reported that main drawer 3.1 pocket d6 failed and was unable to recover. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.